Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the coil fragmented, leaving a piece behind") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity and pregnancy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils,hysteroscopy, cervical dilation and uterine suction curettage). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy found in insertion date, on follow up received on 2-may-2023, insertion date changed from (B)(6) 2009 to (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.873 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: clinical history: status post essure device placernent. Findings: images obtained demonstrate contrast filling the uterine cavity. No filling of the fallopian tubes was noted, confirming tubal occlusion. Impression: tubal occlusion demonstrated on the exam with the essure device in position. On (B)(6) 2017: clinical history: history of non chemical tubal occlusion, check enclosure of tubes from prior c-section. Findings: the images demonstrate filling of the uterine cavity. No filling of either fallopian tube confirming tubal occlusion. Impression: occlusion of both fallopian tubes. [Urinary system x-ray] on (B)(6) 2016: findings: within the pelvis, there is evidence of an essure device. The right-sided pelvis essure device is likely in appropriate position. There is more anterior and posterior orientation of the left-sided essure device in relationship to the uterus and this left-sided portion of the essure device is unclear. Pelvic ultrasound may be of further benefit. The bowel gas pattern is unremarkable. The bony structures are intact. Impression essure device noted in the pelvis as described above. Followup with pelvic ultrasound may be of additional benefit to further evaluate the position of the essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical device removal was updated to device breakage. Reporters, patient information, medical history, lab data, and non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2764 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the coil fragmented, leaving a piece behind") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity and pregnancy. On (B)(6)2009, the patient had essure inserted. Essure was removed on (B)(6)2016. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils,hysteroscopy,cervical dilation and uterine suction curettage). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy found in insertion date, on follow up received on (B)(6) 2023, insertion date changed from (B)(6) 2009 to (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.873 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: clinical history: status post essure device placernent. Findings images obtained demonstrate contrast filling the uterine cavity. No filling of the fallopian tubes was noted, confirming tubal occlusion. Impression: tubal occlusion demonstrated on the exam with the essure device in position.; on (B)(6) 2017: clinical history history of non chemical tubal occlusion, check enclosure of tubes from prior c-section. Findings the images demonstrate filling of the uterine cavity. No filling of either fallopian tube confirming tubal occlusion. Impression occlusion of both fallopian tubes. [Urinary system x-ray] on (B)(6) 2016: findings within the pelvis, there is evidence of an essure device. The right-sided pelvis essure device is likely in appropriate position. There is more anterior and posterior orientation of the left-sided essure device in relationship to the uterus and this left-sided portion of the essure device is unclear. Pelvic ultrasound may be of further benefit. The bowel gas pattern is unremarkable. The bony structures are intact. Impression essure device noted in the pelvis as described above. Followup with pelvic ultrasound may be of additional benefit to further evaluate the position of the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2764 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.